Event description:
Consumer called to report readings that were very high (500 and 400). Husband went into a seizure and they had to call the paramedics for assistance. Paramedics tested and their meter read 36.